Event description:
Customer called to report the pump's driver arm was loose. Stated when customer was changing the resevoir the small arm came out of place. Device was not dropped, bumped, or exposed to moisture.